Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 36 mg/dl. The customer experienced symptoms such as the customer passed out. The customer was treated with administered glucose, glucose gel, food, drank something and was also given something intravenously. The customer was unsure about wearing the insulin pump during the hospitalization. The customer reported that the blood glucose level went really low and insulin pump gave her too much insulin and she lost consciousness and was so low that she lost control and had a car accident and the car flipped over. The customer¿s current blood glucose level was 118 mg/dl. The customer was unsure if the drive support cap was damage. The customer reported that the blood glucose level in emergency room was in the 30's mg/dl. The customer was asked not to use the insulin pump by the physician. The customer was wearing insulin pump at the time of accident. The customer reported the insulin pump was possibly over delivered because while the customer was driving blood glucose level went so low so quickly and she had a bunch of insulin on board. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.